Event description:
Additional information received reported the patient had returned of symptoms and the implantable neurostimulator (ins) was at elective replacement indicator (eri). The date was not known when the ins reached eri. It was noted that the patient ins was in continuous mode. The patient was receiving effective therapy upon discharge from the hospital. No further information was provided.

Event description:
It was reported there was premature battery deletion and the implantable neurostimulator (ins) and the extension on the right side were explanted. There was low impedance and the ins had low voltage. All electrodes read low from 122-233 ohms. The extension was damaged and replaced. The impedances were checked and they were within normal limits with the new devices implanted. There were no patient symptoms and their status at the time of report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va04g0l, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).